Event description:
The customer reported that during a three-hour period from 01:00 to 04:00 am, the patient fluid loss was too high, and many alarms like "replacement bag empty" or "incorrect weight change detected (replacement)" occurred.

Manufacturer narrative:
No patient injury was reported. Treatment history revealed that an excessive fluid removal of 504 ml from 01:00 to 04:00 am occurred, when the patient fluid removal rate was set at 200 ml/h. From 5:00 am to 9:34 am, the patient fluid removal was set at 0 ml/hr. Eleven alarms of "incorrect weight change detected (replacement)" occurred in the period from 00:00 to 09:34 am. A gambro technician inspected the machine and found it worked within manufacturer's specifications. This prisma machine has not been upgraded to the new software version 3.10 yet.